Event description:
The customer stated that a positive architect total bhcg result of 163.89 miu/ml was reported on a female patient in 2008. The total bhcg result was part of an examination so the patient could have aesthetic surgery performed. The patient contacted the customer and questioned the positive result. The same sample was retested on the same architect i2000sr analyzer and two different architect i2000sr analyzers generating negative total bhcg results of <1.20, 1.57 and <1.20 miu/ml. No impact to patient management was reported.

Event description:
The customer stated that a positive architect total bhcg result of 163.89 miu/ml was reported on a female patient on (B)(6), 2008. The total bhcg result was part of an examination so the patient could have aesthetic surgery performed. The patient contacted the customer and questioned the positive result. The same sample was retested on the same architect i2000sr analyzer and two different architect i2000sr analyzers generating negative total bhcg results of <1.20, 1.57 and <1.20 miu/ml.

Manufacturer narrative:
(B)(4). Customer complaints were reviewed to determine if other customers experienced the same issue. Review of this data did not identify an increase in complaint activity for false reactive results while using architect total b-hcg reagent lot 57823m100. The complaint investigation determined that architect total b-hcg reagent lot number 57823m100 is performing as intended, and is meeting its safety, effectiveness, and label claims. It appears that the issue the customer experienced was a sample handling issue. The architect total b-hcg assay package insert contains information regarding sample handling in the "specimen collection and preparation for analysis" section. No additional issues were identified during this investigation. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.